Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During an arthroscopic acromioplasty, it was necessary to replace the device because aspiration of the electrode was not working despite the connexion to the vacuum by the wall outlet. In addition, a piece of the head of the electrode detached and fell in the patient's shoulder, the piece was found and removed under fluoroscopic guidance. The procedure was completed with same like device. Additional information was received via email from the affiliate on 2-10-16 the electrode was buried in tissue it is unknown how long the device was activated prior to the metal face plate falling off the electrode was new this failure did not extend the procedure time greater than 30 minutes.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. There are marks on the distal heat shrink indicative of misuse against a hard object. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure has been investigated under supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes have been implemented to address this failure. This device is from a lot that was manufactured after the tip¿s design change, made to reduce the occurrence of this failure. At this point in time the actual occurrence rate is lower than the old design. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed one other dissimilar complaint for this lot of devices that were released to distribution. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).